Event description:
Device issue: separated guide wire. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure the voyager nc balloon would no deflate in the left main artery. There were no reported adverse patient effects. No additional information was provided. Analysis of the returned voyager revealed the shaft was separated and there was a separated bmw universal ii guide wire returned inside the balloon guide wire lumen. There was no reported guide wire device issue.

Manufacturer narrative:
(B)(4). The 5.0 x 12 mm voyager (part 10117601-12, lot 9072761) was filed under MFR #2024168-2010-00365. Evaluation summary: analysis of the returned bmw universal guide wire segment revealed the fracture face was smooth and at an angle as if cut. The distal tip was located inside the balloon through the separated inner member of the balloon. The tip coils were pushed distal to the center solder. There were bends in the shaping ribbon and tears were noted in the polymer coating. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The remaining separated guide wire was not returned. Based on the analysis of the returned voyager nc and bmw universal guide wire, it is likely that the resistance was noted during removal of the guide wire from the guide catheter, resulting in the guide wire coils being pushed distal to the center solder. In this case, it is likely that the blood and contrast on the surface of the guide wire contributed to the resistance resulting in the damage to both the catheter and guide wire. It is possible that during handling for packaging and shipment back to abbott vascular, the proximal portion of the guide wire was cut, to aid in the packaging of the products; however, this cannot be confirmed. The lot history record for the returned bmw could not be reviewed because the lot number was not reported. In this case, a conclusive cause for the noted guide wire damage could not be determined. No corrective action will be implemented in this case, as no definitive cause could be determined, though there is no indication of a product quality deficiency. Product performance engineering will trend and monitor the experienced circumstances. Manufacturing performs 100% outer diameter inspection of all guide wires prior to packaging. A tip pull test is also performed on each wire to ensure the tip is properly attached to the wire per specification. Additionally, quality control performs on line reliability testing to verify product quality.